Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke where it fits into the handpiece. No further information was provided.

Manufacturer narrative:
H6; the reported product involved with this event was not returned for evaluation.the reported malfunction of blade breakage was confirmed by way of photo evidence provided in this case where it was observed a blade broken at the blade mount.without the blade, the root cause cannot be determined this case. Device not available for return.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke where it fits into the handpiece. No further information was provided.